Manufacturer narrative:
Evaluation has begun and users are being notified of the problem.

Event description:
Technician mm , radiology technologist, night shift was coming down ramp from hpmc ed to radiology department with canon soltus 450st mobile x-ray unit "k", sn# (B)(4) and it suddenly went into reverse without warning. Marlon was pinned against railing wall and injured hand.. The x-ray unit was damaged - the plastic frame under handle in front broke off., radiology technologist, night shift was coming down ramp from hpmc ed to radiology department with canon soltus 450st mobile x-ray unit "k", sn# (B)(4) and it suddenly went into reverse without warning. Mm was pinned against railing wall and injured hand.. The x-ray unit was damaged - the plastic frame under handle in front broke off.